Event description:
It was reported on 12 may 2023 that the pelvic implant and plastic instruments for a my3d personalized pelvic reconstruction case were sterilized together. According to the my3d personalized pelvic reconstruction IFU, the metal implant and plastic accessories are not intended to be sterilized together. The case consisted of two customized pelvic guides and one acetabular reconstruction implant. There were no issues with devices after sterilization, and the procedure was able to be completed sucessfully. This event will be reported to the FDA as a malfunction, as the impact of sterilizing these components together is unknown. This record captures the second of the two customized pelvic guides in the case.

Manufacturer narrative:
This investigation is still ongoing. Once additional information is received, supplemental mdrs will be filed accordingly. Three mdrs were reported for this event in total, one for each of the case parts. The following mdrs were submitted for this event: 3013450937-2023-00094 3013450937-2023-00095

Event description:
It was reported on 12 may 2023 that the pelvic implant and plastic instruments for a my3d personalized pelvic reconstruction case were sterilized together. According to the my3d personalized pelvic reconstruction IFU, the metal implant and plastic accessories are not intended to be sterilized together. The case consisted of two anatomic models and one acetabular reconstruction implant. There were no issues with devices after sterilization, and the procedure was able to be completed successfully. This event will be reported to the FDA as a malfunction, as the impact of sterilizing these components together is unknown. This record captures the second of the two anatomic models in the case.

Manufacturer narrative:
Device description and part numbers were corrected from customized pelvic guide (pv-guide-04n) to anatomic model (am-m3dmd-04n). It was reported that the pelvic implant and anatomic models for a my3d pelvic reconstruction case on 12 may 2023 were sterilized together. Discoloration was not reported to be seen on these parts post sterilization. The procedure was completed successfully without surgical delay. Visual, dimensional, functional and material analysis could not be conducted as the parts were not returned for investigation. A review of the dhrs from 3d systems and onkos for these devices did not reveal any issues that may have contributed to this complaint. All manufacturing and associated inspections were completed successfully. Sterilization batch record review was not performed as these implants and accessories are provided non-sterile. These parts undergo sterilization at the hospital prior to surgery. The my3d personalized pelvic reconstruction IFU was reviewed and specifies that the metal implant and plastic accessories should not be sterilized together. Three mdrs were reported for this event in total, one for each of the case parts. The following mdrs were submitted for this event: 3013450937-2023-00094, 3013450937-2023-00095, 3013450937-2023-00096.